Manufacturer narrative:
The customer's calibration and qc were ok. The field service engineer replaced the gear pump. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine plus ver.2 results for one patient tested on a cobas 8000 c 502 module. The patient's sample type was urine. The initial result was reported outside the laboratory. The customer repeated the sample for confirmation. On (B)(6) 2020, the patient's initial creatinine result was 0.06 mmol/l. On (B)(6) 2020, the patient's repeat creatinine result was 0.08 mmol/l. The customer determined the repeat result was correct. The creatinine reagent lot number was 468209 and the expiration date was requested but not provided.